Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room (ER) experiencing syncope and periods of asystole due to the right ventricular lead having periods of non-capture and an unmeasureable lead impedance of greater than 9999 ohms. The patient was supported with a temporary pacer. During the lead replacement procedure, the lead was checked with the analyzer and had an impedance of greater than 4000 ohms and no capture at maximum output. The lead was capped and replaced. No further patient complications have been reported as a result of this event.